Event description:
Device 2 of 2 MFR. Reference report#: 1627487-2019-00930.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-00930. It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via imaging. As a result, on (B)(6) 2018, the patient's leads were repositioned through surgical intervention. Therapy was restored post-op.